Manufacturer narrative:
Testing of actual/suspected device during a service repair the getinge field service engineer (fse) discovered the unit had a lack of blood detected alarm, to fix the issue he replaced the solenoid driver board and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) medical center. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a repair service for a previously reported issue, the getinge field service engineer (fse) observed that the cs300 intra-aortic balloon pump (iabp) did not generate a blood detected alarm when a blood back event had occurred. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected field: h6 (medical device problem code).